Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had low blood glucose of 50 mg/dl. Customer also reported that his insulin pump was alarming motor error and the drive support cap was loose and sticking out. Advised customer to discontinue use of the insulin pump, to go back to the back up plan and advised that the device need to be replace.

Manufacturer narrative:
The insulin pump alarmed during basic test due to loose protruded drive support disk. Unable to perform basic occlusion, prime, excessive no delivery tests due to a33 alarm. No motor error alarm during our testing and the motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.